Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise, which was not oversensed, and high out of range pace impedance measurements greater than 2000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 23 centimeters from the distal tip and only the distal tip segment was returned. Both the anode and cathode conductor coils are stretched but only the anode coil is fractured and pulled apart from the distal ring connection point. The anode coil failed electrical continuity testing. No other conductor abnormalities were found. Analysis concluded that this conductor coil damage likely occurred during the lead revision procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of noise and high out of range pace impedance measurements while it was implanted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise, which was not oversensed, and high out of range pace impedance measurements greater than 2000 ohms. No additional adverse patient effects were reported.